Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency medical service due to hypoglycemia on (B)(6) 2019 with blood glucose level of 40 mg/dl. The customer was treated with intravenous. Customer was unable to complete carelink upload. The customer also reported that the tape was not sticking. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.